Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2020-01451 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. Internal inspection of the device yielded no findings. The clinical data was not available as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation and the customer's report was not replicated or confirmed. The device was extensively evaluated and passed all testing successfully. The device was recertified and returned to the customer. The clinical and activity file were not available as part of the investigation. Analysis of reports of this type has not identified an increase in trend.